Event description:
It was reported that the programmer displayed an error message. The 2090 service diskette was run to clear it, but then it displayed a "system cannot be restored from previous location" error. Cycling the power did not clear the error. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report. The programmer could not hibernate properly following the service disk running.